Event description:
It was reported that balloon burst occurred. A 12.0mm x 40mm x 75cm athletis balloon was advanced for dilation. However, during inflation, it was noted that the balloon burst just before reaching the pressure. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, at which point, liquid was observed to be leaking from a balloon pinhole located approximately 22 mm distal from the distal marker band. A visual and tactile examination identified no kinks nor damage to the shaft or tip.

Event description:
It was reported that balloon burst occurred. A 12.0 mm x 40 mm x 75 cm athletis balloon was advanced for dilation. However, during inflation, it was noted that the balloon burst just before reaching the pressure. The procedure was completed with another of the same device. No patient complications were reported.